Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they had been having problems with recharging the implantable neurostimulator (ins) for about 4 weeks ago on and off. Patient said they were having a very hard time getting the recharger to find the device to connect and stay connected to the implant. Patient also said yesterday they had the controller at 100%, but when they tried to charge the implant, they had a difficult time getting charging to work and all of a sudden, the controller battery went from 100% to 0%. Patient then said they recharged the controller again, and then charged the implant to 100%. Patient said this morning the controller was at 0% and should last a couple days. Patient said they noticed the relay box between the controller and the paddle got very warm. A request was sent to the repair department to replace the recharger. Pe # (B)(4) - patient thought they had recharger replaced last year. Agent reviewed controller was replaced then, but recharger was last replaced in 2023.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. H3: analysis of the recharger, model 97755 , s/n (B)(6), revealed worn cord. This does not impact the functionality of the recharger. High reading 0 - low reading 0. Scrapped due to low reading being 0; should be higher than 30. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.